Event description:
It was reported that the day following the implant of an unspecified transcatheter aortic valve a subfebrile temperature of 37.5 celcius (99.5 fahrenheit) developed. Inflammation occurred with an increase of c-reactive protein (crp). No treatment reported for the fever or inflammation. Dyspnea also occurred at rest and oxygen was administered. The inflammation resolved 3 days following onset.as reported peri-interventional volume, fluid balance as well as immobilization might have possibly led to the temporary subfebrile temperatures as well as dyspnea. The dyspnea was reported as not resolved. The cause and source of the inflammation was not known. The physician indicated the event was possibly related to the implant procedure. Additional information received indicated that oxygen for the dyspnea was delivered via nasal cannula. On an unspecified date following the valve implant procedure and electrocardiogram (ECG) identified a left bundle branch block (lbbb) with a qrs measurement of 104 milliseconds (ms). The lbbb was temporary. Treatment was not required as the lbbb resolved on its own 9 days following the valve implant procedure. The lbbb was reported as probably related the valve implant procedure and causal related to the transcatheter valve. Additional information received indicated that the day following the transcatheter bioprosthetic aortic valve, worsening mitral insufficiency was noted. The mitral insufficiency severity increased from trace at baseline prior to the transcatheter aortic valve implant to moderate after the transcatheter aortic valve implant. As reported, this worsening of the mitral valve insufficiency was likely due to atrial fibrillation (af). Treatment was not reported. At the 6-month follow-up, the mitral insufficiency decreased to trace severity. The physician indicated the mitral insufficiency associated with the atrial fibrillation was unrelated to the valve implant procedure and medtronic products. However, the cause was not reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.